Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead and right atrial (ra) lead over sensing noted. Bipolar myopotential testing done, strips saved noise noted, and unipolar myopotential testing done, no noise noted. Physician requested sense polarity left bipolar mode. The ra and rv lead remain in use. The patient will be re-evaluated at follow up check. No patient complications have been reported as a result of this event.